Event description:
It has been reported that there was a x-ray failure during operation. The system was restarted, but during the restart the system crashed and a blue screen appeared. Powering the system down, and retrying the reboot restored the system. Power off, reboot, then restore. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment/non-emergency treatment and procedure got delayed 10mins and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that device has no x-ray during the procedure. Review of the system log file showed that a x-ray not possible error. Fse did the troubleshooting and reinstall the software and database. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.